Event description:
Per hospital staff, patient caregiver noted that ac power supply cord has exposed wires on the bend relief. Hospital ac power supply 10017 removed from patient and given (B)(6) hospital ac power supply 10105. No adverse impact to patient reported.